Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The technical support instructed the customer to perform several troubleshooting steps, including confirming the pump was not plugged into a power source and attempting to power it on. After plugging it into a known working power source, the screen turned on and displayed the option/bolus home screen. However, the customer was unable to access pump features without the power source. Technical support arranged for a pump replacement, although the customer declined the replacement while waiting for early access to a new device.